Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer is not removing cartridge air bubbles and is using cold insulin. Tandem clinical support informed customer that not removing cartridge air bubbles and using cold insulin is off label per the tandem user guide. Customer¿s blood glucose level was 400 mg/dl. Reportedly, the customer was hospitalized for being ¿unable to manage¿ the bg level at home and was treated with manual injection. Tandem technical support (cts) made several follow up attempts to obtain further hospitalization intake, however no response was received from the customer. No additional information was provided.